Event description:
It was reported that the patient underwent an eight-level posterior spinal fusion at t10-l5 using rhmbp-2/acs, local autograft and allograft supplemented with posterior fixation instrumentation. Foraminal decompressions were performed at t11 and t12 as well as l3/4 and l4/5. A deep hemovac drain was implanted and left to passive suction. Post-op, the patient began complaining of worsening lower extremity weakness. A surgical intervention was performed ten days post-op in 2004, at which time the surgeon noted a large amount liquefying hematoma that emerged under pressure from below the paraspinal muscles. A large heavy hematoma was noted at the laminectomy sites at both t11 and t12. Deep hemovac drains were placed, and the hematomas were evacuated. There was no recurrence of the hematomas post-intervention. At 8 months post-op a mature posterolateral fusion was noted from t10-l5 on x-ray.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.